Manufacturer narrative:
(B)(4). The customer reported that the device showed a shock equipment malfunction error message and fails the defib test during the opcheck. The customer also reported that he did an energy level test with a defib analyzer and the unit is out of spec. The device was evaluated at philips. The symptoms were verified. The issue was localized to the therapy pca. Replacing the therapy pca resolved the issue. The device passed all testing and was placed back in to service.

Event description:
The customer reported that the device showed a shock equipment malfunction error message and fails the defib test during the opcheck. The customer also reported that he did an energy level test with a defib analyzer and the unit is out of spec.